Manufacturer narrative:
(B)(4).

Event description:
On 07/21/2015, a follow-up cioms report was received regarding additional information received from a physician. It was reported that the cutaneous problem was due to the device (allergy to component) and not related to baclofen; baclofen was a generic drug. To avoid withdrawal syndrome baclofen generic was administered orally. Action taken with baclofen was not reported. Outcome of the event was not reported. Seriousness of the event was reported as non-serious. Causality of the event was reported as not suspected.

Event description:
It was reported a patient receiving baclofen intrathecal ampoule for an unknown indication from an unknown start date at an unknown dose experienced a "cutaneous problem" (skin disorder). This resulted in an explant of the pump. The action taken with the baclofen was not reported. The outcome of the event was not reported. The seriousness of the event was reported as non-serious. The causality of the event was reported as "suspected". The pump was used to deliver baclofen (unknown). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).